Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported "post-implantation of seri into the right abdomen," patient's "deep flap and abdomen became red and swollen. Patient was prescribed antibiotics, and physician drained "60cc of seroma." Event of redness resolved after initially discontinuing the use of antibiotics, however redness eventually returned and antibiotics were resumed.